Event description:
During a lap appendectomy procedure, the device was inserted in the pt and cannula was removed. It was noticed that the trocar seal was partially missing. There was a concern that the seal may have been left in the pt. No piece of the seal was found. The procedure was completed with a new device.